Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 80% in-stent restenosed target lesion was located in the moderately tortuous and non calcified ostial of the mid left circumflex artery (lcx). The lesion contained a <=45 degrees bend. After a 6fr guide catheter was placed, a pre-dilation was performed. Then a 38 x 2.50 promus premier drug eluting stent was advanced but significant resistance was met. The device was removed and it was noted that the proximal part of the stent was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.